Manufacturer narrative:
Concomitant medical products: mc1vr01us micra, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead remains in patient and a new leadless pacemaker was implanted. No patient complications have been reported as a result of this event.